Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe generator to perform failure analysis. The unit was analyzed and found to trigger error u-02 on startup when being tested in normal mode on the in-house system.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an "activation has been interrupted" message occurred. An intuitive surgical, inc. (Isi) technical support engineer viewed the log and found error u- 02 on the erbe generator. The customer was able to complete case robotically. The procedure was completed with no reported injury.